Event description:
"A gold motor exploded with oil through the attachment yesterday... And went into the operative site during a craniotomy. Doctor is wanting to known about the sterility of the oil. The motor will be returned with an incident report." Reported by e-mail from foreign distributor.